Event description:
Had two promos premier stents placed in my heart about one year ago. Had a third implanted about three weeks ago. The third stent was for an in-stent restenosis. This drug eluting stent is meant to prevent this problem.